Event description:
It was reported that two insulin cartridges and associated connectors leaked, with insulin observed below the plunger and not within the cartridge rings, resulting in interrupted insulin delivery and subsequent hyperglycemia; the user replaced the components, refilled a new cartridge with 180 units, inserted it first into the chamber, and followed proper technique. Symptoms included elevated blood glucose up to 346 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included approximately five hours of blood glucose above target, managed on the ilet without back-up therapy or professional medical intervention. Investigation included complaint intake, user interview, and review of product use, technique, and lot information. Investigation of this case revealed a suspected cartridge-septum or connector leak consistent with a component integrity or sealing issue affecting the cartridge assembly and infusion path, with transient hyperglycemia attributable to under delivery during the leak. It was concluded, based on previously established findings for similar reports, that the cause was a product-quality issue related to the cartridge or connector seal leading to insulin leakage and underdelivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.